Event description:
It was reported that during hip revision surgery, before the surgeon started using the handpiece device, the nurse noticed that the "burr would not lock into the attachment device, the attachment appeared to be broken and could not be mounted." There was no medical intervention required or any patient injury or harm reported. There was no identical spare device available so the physician used a different type of drill. The procedure was delayed for a couple of minutes while the physician waited for the replacement drill. All available information has been disclosed. If any additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. Once (B)(4) evaluated the device and the customer's complaint was confirmed. A functional test was performed and a cutter cannot be inserted into the attachment device. This is due to usage / wear over time. If additional information becomes available, a supplemental medwatch report will be sent accordingly.